Event description:
Product was returned as implant failure at 7 month. Patient's health profile was described as diminished oral hygiene. Patient's oral hygiene was described as having severe inflammation of the gums. The report also indicated that bone graft material was used, and the patient's bone quality was insufficient.